Manufacturer narrative:
Investigation: the customer stated that is a training issue. Terumo bct will follow-up with the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a needle stick injury that occurred during an apheresis procedure. Per the customer, during rinseback, the operator failed to engage the needle guard properly. Per the customer, the donor was not injured. Donor unit #: (B)(6). The customer declined to provide patient's (operator) identifier and weight. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to device malfunction that has the potential for death or injury if the same failure were to recur.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the trima accel manual, the masterguard needle protector engages into a locked position only if it is held in place while the apheresis needle is removed by pulling the tubing. It does not engage if the wings of the needle or body of the needle protector are used to remove the needle. After use, visually confirm that the needle protector is locked over the needle and that the wings are securely held behind the locking prongs. Root cause: this disposable was unavailable for specific root cause analysis. Per feedback from the customer¿s director of donor services, this incident is most likely due to an operator training issue.